Event description:
Boston scientific received info from an adverse event report that this pt's developed pocket pain and swelling post-implant. Info from the report form suggest that the pt developed a possible infection as a result of the implant procedure. The issue was resolved and pt discharged from the hosp on the same day of admission. Subsequently, boston scientific received info that the pt had developed a moderate hematoma that resolved without intervention. There was no reasonable evidence of a pocket infection. The pt has been scheduled for normal clinic follow up. The discharge diagnosis was listed as implantable cardioverter-defibrillator pocket infection with cellulitis. The pt was afebrile, and was complaining about pain, redness, and swelling in the area. The pt was given IV antibiotics and the ep physician was consulted. The pt was later converted over to po antibiotics and discharged. The blood cultures that were collected and showed no growth to date. Since nothing was grown in the blood cultures infection was ruled out. The pt was discharged with pain meds and po antibiotics and is to follow up with the physician. Boston scientific received info in (B)(6) 2015 that there was a confirmed infection via cultures. The available info suggests that this device and electrode remains in-service.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.